Event description:
The customer reported that the vertical column is broken and needs to be fixed. No patient injury was reported.

Manufacturer narrative:
The service rep arrived the same day to inspect the system. We had to remove the c to inspect what was broken. System will need a new vertical column cross arm assy. He tried to install new cross arm column assy but the assemble is frozen or welded into the vertical column. To repair the system, the vertical column and the cross arm will have to be replaced (estimate of 12-14 hours of labor).